Event description:
The account stated the service required light was flashing service code 30-65 and the left siderail ucm board was not working correctly due to a torn caregiver label and fluid ingress.

Manufacturer narrative:
The technician replaced the left siderail ucm board and caregiver label to repair the bed.